Manufacturer narrative:
A cardiac tamponade was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk during the use of this device.

Event description:
During an atrial flutter procedure, a cardiac tamponade occurred. Difficulty was noted while performing transseptal puncture. The patient felt discomfort during the mapping process and an ultrasound was performed which revealed a cardiac tamponade. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.